Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Review of the event history log found 'system error 345' messages as evidence for customer-reported allegation ' read a system error 345' and found 'improper shutdown!' Messages as evidence for customer-reported allegation 'it shuts off'. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, alarmed system error 345 (thermistor disparity) and shuts off. The event occurred during patient infusion at the med-surgical area. There was no known patient injury or medical intervention associated with this event. No additional information is available.